Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that pericarditis, atrial fibrillation, chest pain, back pain, and st segment elevation are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of pericarditis, atrial fibrillation, chest pain, back pain and st segment elevation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericarditis, atrial fibrillation, chest pain, back pain, and st segment elevation are known inherent risk of the farawave device. Chest and back pain, as well as st segment elevation are typical manifestations of pericarditis. Pericarditis is considered within the risk threshold for infection/inflammation. Atrial fibrillation is considered within the risk threshold of arrhythmia. Arrhythmia (new or exacerbated) and inflammation are expected procedural complications addressed within the IFU for the farawavew catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that following a pulse field ablation (pfa) procedure with a farawave ablation catheter, the patient experienced pericarditis. The patient felt "funny" and presented to the urgent care center with chest and back discomfort. A surface electrocardiogram (ECG) showed sinus rhythm with some high st take off, negative troponin and some pain while lying down. Pericarditis was suspected. The patient was prescribed colchicine, which relieved the symptoms. A follow-up echocardiogram was performed one week after, and no pericardial effusion was noted, however, the patient was back in atrial fibrillation with rates between 50-90 beats per minute (bpm).

Event description:
Navigate pf clinical study, (B)(6), subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure with a farawave ablation catheter, the patient experienced pericarditis. The patient felt "funny" and presented to the urgent care center with chest and back discomfort. A surface electrocardiogram (ECG) showed sinus rhythm with some high st take off, negative troponin and some pain while lying down. Pericarditis was suspected. The patient was prescribed colchicine, which relieved the symptoms. A follow-up echocardiogram was performed one week after, and no pericardial effusion was noted, however, the patient was back in atrial fibrillation with rates between 50-90 beats per minute (bpm).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.